Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported innumerable t2 hyperintense cyst scattered throughout breast not related to the device. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening and missing assessed as inconclusive. Cyst(s): unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported innumerable t2 hyperintense cyst scattered throughout breast not related to the device. Device has been explanted.